Event description:
It was reported to medtronic minimed that the customer noticed a crack on the battery compartment, battery tube threads, received an insulin flow block alarm, and a slower rewind. The customer reported no adverse event. The event involved product(s) mmt-431a, mmt-1884l, mmt-342. Troubleshooting was performed for damage, and the customer stated that no damage to the retainer ring also the customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-431a was requested and customer response was the device will be returned. Mmt-1884l was requested and customer response was the device will be returned. Product return status for mmt-342 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No slower rewind or no delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms recorded to confirmed complaint code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion customer concerns of slower rewind or no delivery alerts were not confirmed. Unit was tested successfully. Customer's concern of cosmetic damage was confirmed during visual inspection when cracked case (batter tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.